Event description:
It was reported that a spectrum pump had a bad keypad. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported bad keypad. Evaluation found that the "ok" key was intermittent. Evaluation also found that the "ok" key would sometimes act as the third soft key. Evaluation found that this was caused by a failed keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.